Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 648 mg/dl. The customer reported that the insulin pump alarmed compromised force sensor system. The customer had been hospitalized for high readings and treated with IV. The customer stated that the drive support cap was sticking out. Troubleshooting was performed. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to alarm. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.